Event description:
It was reported that the patient had the spinal cord stimulator (scs) system replaced the day prior. There was a loss of therapeutic effect and for the last 6 months the patient was not getting pain relief, so she stopped using the therapy and the battery depleted. It was noted that the patient did experience a seizure back in (B)(6) 2014 and she did have a fall during that time. The initial reported was on his way to the hospital today to meet a manufacturing representative. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).